Event description:
Guidewire was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. The distal tip became "disconnected" from the core wire but remained attached. The incident was reported by a medical device product sales and distribution co. The procedure was successful and the guidewire was withdrawn intact. There was no injury to the pt. The wire was returned for further analysis of the failure. General info was provided for reporting and to aid in analysis of the device.